Event description:
The report received indicated that during a coronary procedure the physician took the 3.5x20 mm durastar balloon into a stented region of artery and inflated the balloon to 14 atmospheres, 3 times. After the third inflation, the physician tried to withdraw the balloon back into the catheter and was unable to do so. After repeated attempts, the physician re-inflated the balloon and was then able to withdraw the balloon into the catheter. There was no report of injury.

Manufacturer narrative:
The product is available for evaluation and testing; however, as of to date the product has not been returned. Additional information will be submitted within 30 days upon receipt.